Event description:
As reported by the user facility: suspected overinfusion on (B)(6) 2013: nurse reported to biomed that pump was set to deliver 900 ml of potassium at 75 ml/hour. Infusion started at 2215. At midnight, IV bag was empty. No patient injury reported. Biomed unable to duplicate or verify event. (B)(4).